Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the broncho fibervideoscope exhibited foreign material falling off from the channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was further clarified that the issue was with clips getting stuck in channel. When inserting instruments through channel, clips from a different case came out.